Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a patient was operated with a titanium elastic nail (ten). During inserting the nail by hammering, the ten-inserter broke. The surgery was prolonged about 3 minutes. No information available about patient condition and outcome. The surgery was successfully completed as they used a spare instrument. This complaint involves 1 part. Concomitant reported parts: the 1x ten nail, 1x instrument for hammering. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device lot number 9591062. Manufacturing location: (B)(4). Date of manufacture: 27. Oct. 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A product development investigation was performed for the subject device (inserter f/ten, part number 359.219, lot number 9591062). The subject device was returned to the manufacturer with the complaint condition stating: the handle is cracked as described in the complaint description. There is no visible sign of misuse. The break is typical for brittle material and started at the angle of shortest distance showing some force introduction. Even if the occurrence rate and severity of harm are addressed adequately in the current risk management documentation an internal design evaluation regarding the failure mode described in this complaint has been performed. The design of the handle (geometry and material) has been changed to address the failure mode described in this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.